Event description:
The pump channels failed while in use on two different pumps. Possible vasoactive drugs were being infused during this time, which led to interruption in the patient's required dosage.